Manufacturer narrative:
Customer service verified that the customer was washing the bottles according to the instructions for use. Replacement bottles were sent to the customer. In follow up with a complaint handler on 03/11/2022, the customer stated that she noticed a sound coming from some of her bottles while pumping and she noticed that the walls of her bottles seemed weaker than some of her other bottles. She also indicated that she was not fully emptying her breasts and she was getting clogged ducts frequently. She stated that at one point she ended up going to urgent care on (B)(6) 2022, and received a diagnosis of mastitis due to a clogged duct for which she was prescribed an antibiotic. She also indicated that the replacement bottles were working well and she is no longer hearing any sound coming from the bottles while pumping or the bottles having weak walls. She also stated that her clogged ducts have been resolved. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 03/01/2022, the customer alleged that the bottles to her freestyle flex breast pump have begun to weaken causing low suction on her pump. Additionally she alleged that she developed clogged ducts which she indicated could be due to having sticky milk.